Event description:
The customer received a questionable result for troponin t stat (tnt) on their cobas 6000 core 3 unit. The patient's tnt result from core 3 was 0.022 ng/ml using reagent lot number 16435401 with expiration date of 08/31/2012. The patient's tnt result from core 1 was 0.029 ng/ml using reagent lot number 162343. The patient's tnt result from core 2 was 0.029 ng/ml using reagent lot number was 164354. The customer considers the result from core 1 to be correct. No erroneous results were reported outside the laboratory. There were no adverse events. The customer declined a service visit.

Manufacturer narrative:
A specific root cause was not identified. Calibration and quality control were within specification, and the information provided does not indicate an issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.